Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited far r wave oversensing and post-paced t wave oversensing. No interventions were performed. The patient was in stable condition.

Event description:
Additional information noted that programming changes were performed. No patient consequences was reported.